Manufacturer narrative:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) failed while closing. It seems to be a sealant problem. There was no reported patient injury. The device was opened in sterile field. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the procedural sheath was observed to have been on the device and fully retracted as received. The sealant and advancer tube were not returned with the device. The device was inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, the sealant and advancer tube of the returned device were not returned; therefore, a complete investigation could not be conducted. Per dimensional analysis, the distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. Without the return of a complete device, a complete physical investigation could not be performed. Based on the information provided, the condition of the returned device and the investigation performed, the root cause of the reported incident could not be conclusively determined. However, it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) failed while closing. It seems to be a sealant problem. There was no reported patient injury. The device was opened in sterile field. The device will be returned for analysis.